Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017 at approximately 3pm. The patient stated that she manages her diabetes using a combination of diabetes medications (¿pertonic¿, lipitor and glipizide) and denied making any changes to her usual diabetes management routine after the alleged issue began. The patient claimed experiencing symptoms of feeling ¿frustrated¿ approximately 3 hours after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the customer service representative (csr) noted that it was not the first use of the product and there had been no misuse; the correct test strips were being used and were within expiry, and the patient¿s testing technique was correct. The csr was unable to resolve the issue. Return of the subject device was requested for investigation and replacement products have been sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.